Event description:
It was reported that; cement leakage occured while trying augmentation of a pedicle screw. Another cement was available to complete the procedure successfully.

Manufacturer narrative:
Method: device not returned; results: device history review indicated all devices accepted into final stock met specifications. Conclusion: the plausible root cause for the reported event is multifactorial.

Event description:
It was reported that; cement leakage occurred while trying augmentation of a pedicle screw. Another cement was available to complete the procedure successfully.